Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that they obtained erroneously depressed loci thyroid stimulating hormone (tshl) results on two (2) patient samples on the dimension exl 200 integrated chemistry system. The customer replaced the active reagent flex with a fresh reagent flex and completed precision studies using low- and high-level controls. Precision results were acceptable and demonstrated consistent assay performance. The customer also performed additional verification testing across multiple assays and obtained expected results, confirming proper analyzer operation and indicating no evidence of an instrument-related issue. The customer further reported that tsh testing has continued to perform normally following replacement of the reagent flex, with precision performance remaining acceptable. Based on the available information and the acceptable precision study results, the most probable cause of the discrepant results was due to the depleted reagent flex. A product problem has not been identified. The customer is operational, and the reported issue was resolved by routine troubleshooting.

Event description:
The customer reported that erroneously depressed loci thyroid stimulating hormone (tshl) results were obtained on two (2) patient samples on the dimension exl 200 integrated chemistry system. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on the original dimension exl 200 integrated chemistry system. The repeat result recovered higher than the erroneous results and were reported to the physician(s) as the correct results since they matched the patient¿s clinical history. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed tshl results.